Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user noticed that for around the last 6 weeks they can no longer hear anything with the device. Reportedly, the electrode is outside of the cochlear and it is in the radical cavity. Re-implantation is planned. However, a date for surgery has not been set.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Further the recipient suffered from re-occurring mastoiditis and chronic otitis media, which contributed to the explantation. This is a final report.

Event description:
The user noticed that for around the last 6 weeks they can no longer hear anything with the device. Reportedly, the electrode is outside of the cochlea and it is in the radical cavity. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user noticed that for around the last 6 weeks they can no longer hear anything with the device. Reportedly, the electrode is outside of the cochlear and it is in the radical cavity. The user will be re-implanted on the (B)(6) 2020.